Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection. Reportedly, the physician decided to explant the system without incident because the patient's incision did not heal and closed correctly after the staples were removed and the wound remained open. No additional adverse patient effects were reported. The ICD was explanted.